Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 4: reference MFR. Report: 3006705815-2017-01565,3006705815-2017-01566 and 1627487-2017-06738. It was reported the patient was undergoing a lead revision procedure on (B)(6) 2017 because the leads were exposed due to the incisions not closing properly. During the procedure, the physician was unable to adequately close the incisions and a small portion of the leads remained exposed. The physician removed the leads and extensions and left the ipg implanted. The patient was prescribed antibiotics and the physician plans to re-implant the leads once the wounds are healed.